Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported noise from ventilator. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :18jul2019. The service engineer confirmed the turbine of this fault is noisy, which affects its normal use and has not been reworked. The service engineer replaced the turbine of the machine, the problem has been solved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.